Event description:
Per the clinic, the patient experienced intermittencies with device use; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. Correction: the correct returned to manufacturer date is (B)(4) 2013; not (B)(4) 2012 as previously reported. (B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted (date not reported). It is unknown if the patient has been reimplanted with a new device as of the date of this report. This report is filed (B)(4) 2013.